Event description:
It was reported that the swg appeared "separated". There is no additional information as the md refuses to explain the event.

Manufacturer narrative:
(B)(4). The device will not be returned.